Event description:
It was reported that during use intra-aortic balloon (iab) during use, when the operator inserted the balloon into the body, vasospasm occurred, and the catheter had difficulty passing through due to the reduced blood vessel diameter, but no adverse effects were caused.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d4 lot number, UDI number, due to character limit in e1 event site name is first affiliated hospital of harbin medical university, g2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use intra-aortic balloon (iab) catheter had difficulty passing. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8, g4.